Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that after activation of the safety mechanism with an unspecified bd safetyglide¿ syringe the clinician received a dirty needlestick injury. The following information was provided by the initial reporter, translated from spanish to english: clinician experienced: needle stick complaints after the safety mechanism was activated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after activation of the safety mechanism with an unspecified bd safetyglide¿ syringe the clinician received a dirty needlestick injury. The following information was provided by the initial reporter, translated from spanish to english: clinician experienced: -needle stick complaints after the safety mechanism was activated.